Event description:
It was reported that during a ptca treatment procedure involving 99% stenotic lesion in the middle portion of the lad coronary artery, the maverick2 monorail balloon was noted to be leaking contrast medium at 8 atm's on the initial inflation. The maverick2 monorail balloon was removed and replaced with a quantum catheter to continue the procedure. The patient was asymptomatic during this event. A tgv guidewire (size unknown) and a mach 1 guide catheter (size unknown) were also used in this case, but the sizes and types of introducer sheath and inflation device used are unknown. Another manufacturer's stent was deployed as previously planned. Patient status is reported as 'good'.

Event description:
It was further reported that a coronary artery dissection had occurred and was treated with placement of an intra-aortic balloon pujp. The details are unclear, but it appears that these events occurred prior to the 10/07/2002 procedure.